Event description:
Surgeon reports a screw breakage and the nail shifting into joint area. Review of pt x-ray shows the fracture shifted which caused breakage of the proximal screw and allowed the nail to migrate proximally. No indication of product defect.